Event description:
Ous MDR - upon interrogation a high-current message was displayed for this device. No explant date was provided and there was no indication of any intervention.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The mfg process for this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All complained-about clinical scenario indicate an increased power consumption of the pacemaker. To prevent potential damage to the pt, we therefore recommend to exchange the device as a precaution and to recommendation can by no means replace the physician's medical eval and assessment in regard to the individual circumstances of the patient. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.